Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-399a, mmt-332a. Troubleshooting was performed. Customer reported insulin flow blocked alarm (past/resolved event).issue was resolved. Customer reported receiving a battery failed alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-1780kpk. No product return is required for mmt-399a. No product return is required for mmt-332a.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current, active current test and occlusion test. The pump failed the self test due to moisture damage on electronic assembly. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. The pump was cut open and traces of moisture on pcba1 and battery tube assembly noted during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, missing display window cover, cracked case (battery tube), broken belt clip rails and cracked battery tube threads. In summary, the pump passed functional testing. No delivery alarm/occlusion alarm not confirmed. Power problem-failed battery test not confirmed. Pump error 63 alarmed during self test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.